Event description:
It was reported that a patients right ventricular (rv) lead was exhibiting a rise in impedance over the past year, as well as high c apture thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: addrl1, ipg; implant: (B)(6) 2013. (B)(4).